Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, the stent came out in the package damaged. The stent struts were lifted off of the balloon. No patient complications were reported.